Manufacturer narrative:
H.6. Investigation summary: "bd received one samples and one photo for investigation. The photo was reviewed, and the indicated failure mode of stopper cocked was observed. Evaluation of the returned sample shows that the cap/stopper assembly was attached slightly at an angle due to a cocked stopper. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of stopper cocked was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes that the cap is falling off. The following information was provided by the initial reporter. The customer stated: "defect: take it out of the labeling instrument and find that the cap has fallen off".